Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The specific visual issues were not provided. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The surgeon queried whether the 5-degree rotation observed at the 1-month postoperative could explain the results. Misalignment of the axis of the lens versus the intended axis of placement may compromise its astigmatic correction. Rotation of the iol away from its intended axis can reduce the astigmatic correction. Misalignment greater than 30 degree may increase postoperative refractive cylinder. The reporter indicated all available information had been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient reported visual complaints on 1 week postoperative. On 1 month post operative, there was a five-degree rotation of the lens and the issue was still continuing.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).